Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 167, 160 and 236 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-130 mg/dl. The customer feels well and did not report any symptoms. Customer stated he had obtained a high reading on monday am fasting (customer confirmed that it was fasting before eating). Customer stated due to the high result he had taken his medication. Customer stated he had done another test and it was a low reading. Customer stated he started to feel nauseous and threw up. He took glucose tablets and a cup of water and started to feel better. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 09/30/2025 and open vial date is 10 days ago. The meter memory was reviewed for previous test result history: result 1: 167mg/dl, date: on (B)(6), time: 10:45am fasting, result 2: 160mg/dl, date: on (B)(6), time: 11:39am fasting, result 3: 236mg/dl, date: on (B)(6), time: 11:38am fasting, result 4: 102mg/dl, date: on (B)(6), time: 11:38am fasting, result 5: 102mg/dl , date: on (B)(6), time: 11:38am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.